Event description:
It was reported that this pacemaker recorded atrial over sensing on inappropriate atrial tachy response (atr) episodes due to far field from the right ventricular channel pacing. Programming options were discussed around blanking periods and considering the patient has true atrial fibrillation. The pacemaker remains in service at this time. No adverse patient effects were reported.